Event description:
Patient presented to the physician with pain at the ipg site. Surgeon found that the ipg had migrated from its original location. The surgeon revised the placement of the ipg on (B)(6) 2020. Patient's issue is now resolved.